Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that refrigerator failed due to component. Field service engineer replaced latch assembly to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator constantly failing, which cause delay in dispensing the medication. There were no adverse events or injuries reported based on this event.